Event description:
The medline reprocessed finger spo2 probes frequently do not work properly. Either they do not read at all, or read significantly different values than the ear clips and old version. Need to frequently change probes throughout case due to waveform inaccuracies, product not working. Manufacturer response for pulse oximeter, renewal full circle reprocessing nelicor oximax max-a adult (per site reporter). Medline on site to follow up with affected departments.